Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, no delivery alarm/insulin flow blocked alarm was noted. There was no bolus recorded in the formatted history file on the event date. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = (B)(4), dailytotalofbasalinsulindelivered = (B)(4), dailytotalofbolusinsulindelivered = 0. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:28:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 23:34:16.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2023 23:46:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 04:41:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 04:44:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery no unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:59:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 15:30:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:01:00.000 (B)(6) 202316:11:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:21:29.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm and power loss alarm were unexpected since the unloaded vaa voltage (battery voltage) is 1.55v. The customer is using a good battery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Replace battery alert/replace battery now alarm and power loss alarm were confirmed, suspected on hw. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case, a cracked case behind the pump near the battery tube compartment and a end cap address label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. However, replace battery alert/replace battery now alarm and power loss alarm were confirmed, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia along with diabetic ketoacidosis with a blood glucose value of 300 mg/dl at the time of the event with the symptoms of feeling sick unwell flu-like and extremity pain/cramps. The customer was treated with manual injection during hospitalization. Troubleshooting was partially performed and it was reported that the blood sugars were rising and the pump was not pumping insulin and getting no delivery alarm. It was unknown whether the customer was using the pump within 48 hours of the incident. No further patient complications were reported. The customer will discontinue the use of the device and will be returned for analysis.